Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that although the priming was fine but when the infusion was turned on, no water came out for two paks during cataract and vitrectomy combination surgery. The surgery was completed with the third new pak and post rebooting the machine. There was no impact on patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used pak was visually inspected. The identification tabs and the infusion chamber were intact. The light green connector on the irrigation/aspiration (I/a) manifold was crack. The light green port on the cassette body was found to be in good condition. The connectors were attached to the cassette port. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample was tested using the calibrated console current software. The sample failed in priming and generated a system message code (priming of the aspiration handpiece was unsuccessful). Leaked was observed from the crack light green connector during priming sequence. The sample was injected to avoid the console being broken. The leak from the light green connector prevents the cassette from priming. Cleaning process was not performed. The damage on the light green connector might probably cause modeling. The I/a manifold from lab stock was used to test the returned pak. After an analysis and based on the condition of the sample, the root cause is potentially related to an error during the suppliers molding process of the connectors. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.